Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Review of the device image revealed that the backup vvi mode was caused by a power on reset that occurred after arrhythmia induction was initiated. The field event was simulated on the bench and no anomalies were seen. The device was tested on the bench and using a cardiac simulator and was found to be normal. No anomaly was found.

Event description:
It was reported that during an attempted implant the device went into backup vvi reset while trying to induce vf via dc fibber. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated but not yet begun.